Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (unable to charge batteries) was due to contamination on the battery board pca, y1 internally open component and a u13 shorted component. The root cause for the contamination was ingress of an unknown liquid. The root cause of the shorted and open component could not be positively identified. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger was unable to charge a battery pack.